Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during preventative maintenance it was discovered that amplitude output was significantly lower than the amplitude selected on the external pulse generator. The generator was returned for service. There was no patient involvement associated with the event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the amplitude output was lower than the selected level. (B)(4).